Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent hernia repair surgery and repair of small bowel obstruction on (B)(6) 2017 during which it was noted that pathology ¿found part of the defective mesh in the removed bowel and further noted fibrous serosal adhesions and kinking of bowel associated with mesh and chronic foreign body inflammatory response.¿ it was reported that the patient experienced adhesions, bowel obstruction, intractable abdominal pain and nausea. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 04/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.